Event description:
It was reported that insulin leaked past the o-rings during an infusion set change. The father agreed to return the reservoir for analysis. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.